Manufacturer narrative:
(B)(4).

Event description:
The vns representative reported that prior to a new implant surgery, she was unable to interrogate the new generator with the surgeon¿s tablet programming system. She kept receiving the ¿retry¿ message. She then used her wand and serial adaptor cable with the physician¿s tablet, and it worked fine. The representative therefore came to the conclusion that the physician¿s serial adaptor cable must be defective and also she noticed that it was loose at the usb connection. A replacement cables were provided. The suspect usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.